Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that the cna's were in the process of transferring the patient from her bed to a wheelchair and the left shoulder strap that connects the sling to the lift broke away. This resulted in the resident landing on the floor. Complaint (B)(4) were entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.